Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had back flow the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. (B)(6) is reporting the following with 2432-0007: new issue with blood backing up into the IV lines via the alaris pumps.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that blood is backing up in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.